Event description:
Pt augmented 1991. Patient did well until 7/12/05 - auto accident. Patient noticed significant change in left breast after accident. Pe: definite change in (l) implant. Right is in correct position - left is lateral - ? Rupture. Patient underwent bilateral capsulotomy with implant removal. Both implants were intact. Patient augmented with mentor gel implant